Event description:
It was reported that the user discontinued ilet use after experiencing blood glucose variability associated with missed or late meal announcements, during which the pump delivered corrective insulin and subsequent hypoglycemia was overtreated with oral glucose, leading to rebound hyperglycemia. The event was categorized as a usage issue without a specific device component implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 42 mg/dl to 300 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.